Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user attempted to remove flumazenil for an emergent benzodiazepine reversal, but the pocket had failed. The customer attempted to recover the pocket; the recovery was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 2.2 had multiple issues. A field service engineer (fse) inspected and replaced tray cable and drawer controller, performed diagnostics and verified operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.